Event description:
It was reported that the patient presented to the emergency room for syncope. On (b)(6) 2026, an electrocardiogram (EKG) was performed, noting non-capture on the Right Ventricular (RV) lead. An X-Ray was performed that same day, and no visible issues were noted. Device interrogation revealed high pacing impedance on the RV lead. Programming changes were performed to address the issue while awaiting lead revision. On (b)(6) 2026, the physician capped and replaced the RV lead. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.